Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the flex video scope had blurry image and a connection error message. The issue was found during inspection for use. There were no reports of patient harm.